Event description:
A malfunction alarm was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction did not recur, allowing the customer to continue using the pump with instructions to call back if any issues reappear.